Manufacturer narrative:
(B)(4).

Event description:
Additional information was received there was nothing that could be pin pointed as the circumstances that led to the lead migration. The patient did not feel stimulation in the neck anymore. The steps taken to resolve the lead migration were that the doctor did a revision and put them back in place and mentioned that they anchored them better.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had a lead migration in the fall 2014. It was noted that it was revised in fall 2014. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Other relevant medical history: head/neck (non-malignant) headache spinal pain